Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40mg/dl. Reportedly, the cause was related to the non-tandem continuous glucose monitor; however, no additional information was provided as customer declined further troubleshooting with tandem technical support.